Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The second of two reports involving the same unit, same complaint and same facility. An adult pt whose gender was not provided was pinned with the mayfield a2000 skull clamp for a craniotomy. It was reported that the rocker arm was found to have movement. Surgery was not delayed and there was no injury involved. Mayfield adult pins (serial number not provided) were being used. A stereotaxy device was being used with this procedure.